Event description:
It was reported that there was an alleged overinfusion of narcotics due to programming error. It was reported that during set-up the doctor had attempted to program the hourly rate to zero ml, but had inadvertently programmed the pump to 50 ml. A nurse noted the discrepancy 3 hours later. The patient temporarily lost feeling in her legs, no permanent injury was reported. The initial reporter stated they would not be sending the device to the manufacturer for evaluation.

Manufacturer narrative:
The user facility will not return the device for evaluation as it was recognized that the device was functional and operated as it was programmed.